Event description:
The pt reported that on (B)(6) 2014 she went on a cruise and during her trip at around 6 pm on (B)(6) 2014 her blood glucose reached 1.1 mmol/l (20 mg/dl). She required medical attention and was placed on an intravenous drip of glucose. She also stated that she recently had issues with the pdm where she has to change her batteries at night and when she does not it will deactivate the pod and reset the clock in the pdm. During a follow up visit with her nurse who downloaded the pdm, it showed an extended time difference in the history. The pdm indicated that the hypoglycemia event occured at 6:00 am rather than 6:00 pm. The nurse believes that the pdm somehow swapped the time zone automatically and therefore, she was receiving a higher dosage of insulin as her evening basal rate was considerably higher than her morning dosage.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and medical intervention. No product lot number was reported therefore no qualification records were reviewed.